Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: changes in patient characteristics and procedural measures over a 10-year period in aortic valve-in-valve procedures for degenerated surgical bioprostheses.

Event description:
The article, "changes in patient characteristics and procedural measures over a 10-year period in aortic valve-in-valve procedures for degenerated surgical bioprostheses", was reviewed. The article presented a retrospective, single center study to assess the influence of the described new techniques for aortic viv procedures and illustrate the changing patient profiles and utilized periprocedural measures in a special subset of patients, devices included in the study were carpentier-edwards perimount, ce-say, medtronic freestyle, mosaic, hancock, livanova mitroflow, sorin pericarbon, freedom solo, st jude medical trifecta, livanova perceval, edwards sapien/sapien xt/sapien 3/sapien 3 ultra, medtronic corevalve/evolut/evolut pro, jena valve, sjm portico/navitor, medtronic engager, nvt allegra, and unknown. The article concluded advancements in technical approaches have expanded eligibility for patients previously considered unsuitable for aortic valve-in-valve procedures. In this study, it was found that early outcomes for patients were excellent, with improvement over time, highlighting the clinical efficacy and safety of the procedures. [The primary and corresponding author was tim knochenhauer, department of cardiovascular surgery, university heart and vascular center hamburg, hamburg, germany, with corresponding email: t.knochenhauer@uke.de]. The time period of the study was from 2013 to 2023. A total of 256 patients were included in the study, of which 10 (3.9%) initially received an abbott surgical valve and 18 (7.1%) later received an abbott transcatheter valve for valve-in-valve procedure. The average age was 78.0 years and the majority gender was male. Comorbidities included arterial hypertension, heart failure, insulin-dependent diabetes mellitus, coronary artery disease, prior stroke, prior myocardial infarction, chronic lung disease, dialysis, malignant disease.

Event description:
The article, "changes in patient characteristics and procedural measures over a 10-year period in aortic valve-in-valve procedures for degenerated surgical bioprostheses", was reviewed. The article presented a retrospective, single center study to assess the influence of the described new techniques for aortic viv procedures and illustrate the changing patient profiles and utilized periprocedural measures in a special subset of patients, devices included in the study were carpentier-edwards perimount, ce-say, medtronic freestyle, mosaic, hancock, livanova mitroflow, sorin pericarbon, freedom solo, st jude medical trifecta, livanova perceval, edwards sapien/sapien xt/sapien 3/sapien 3 ultra, medtronic corevalve/evolut/evolut pro, jena valve, sjm portico/navitor, medtronic engager, nvt allegra, and unknown. The article concluded advancements in technical approaches have expanded eligibility for patients previously considered unsuitable for aortic valve-in-valve procedures. In this study, it was found that early outcomes for patients were excellent, with improvement over time, highlighting the clinical efficacy and safety of the procedures. [The primary and corresponding author was tim knochenhauer, department of cardiovascular surgery, university heart and vascular center hamburg, hamburg, germany, with corresponding email: t.knochenhauer@uke.de] the time period of the study was from 2013 to 2023. A total of 256 patients were included in the study, of which 10 (3.9%) initially received an abbott surgical valve and 18 (7.1%) later received an abbott transcatheter valve for valve-in-valve procedure. The average age was 78.0 years and the majority gender was male. Comorbidities included arterial hypertension, heart failure, insulin-dependent diabetes mellitus, coronary artery disease, prior stroke, prior myocardial infarction, chronic lung disease, dialysis, malignant disease.

Manufacturer narrative:
Summarized patient outcomes/complications of trifecta were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, heart failure, insulin-dependent diabetes mellitus, coronary artery disease, prior stroke, prior myocardial infarction, chronic lung disease, dialysis, malignant disease.. Complications reported included surgical intervention (valve-in-valve), hospitalization, aortic stenosis, aortic regurgitation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This event is in scope of a field safety corrective action (fsca) in country (nca ref number: 05804/23) related to structural valve deterioration (svd) of the trifecta family of heart valves. As part of the fsca, a field safety notice (fsn) was shared with all impacted healthcare providers in february 2023. The fsn was intended to raise awareness regarding the potential for early svd related to the trifecta family of heart valves and provide patient management considerations. To the february 2023 fsn and in consultation with our regulators, abbott issued a second fsn in july 2023 informing all impacted healthcare providers that abbott is voluntarily removing all unused trifecta valves from the market and will no longer be distributing the valve. Literature attachment: changes in patient characteristics and procedural measures over a 10-year period in aortic valve-in-valve procedures for degenerated surgical bioprostheses. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.